Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Break during use; part found in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown break, and a part was found in his or her mouth. No symptoms developed.